Event description:
It was reported that this right ventricular (rv) lead was repositioned due to loss of capture (loc) and high capture thresholds. No additional adverse patient effects were reported.